Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that balloon had a hole. The 74% stenosed target lesion was located in the non-tortuous and non-calcified left upper limb. A 5.0 x40, 40cm gladiator elite balloon catheter was advanced for percutaneous venous dilation along with the guidewire. The physician connected the pressure pump and initially pressurized the balloon to 2.3 atmospheres. However, the balloon did not inflate. The device was withdrawn from the body and found that the balloon had a hole. The procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient condition following procedure was stable.